Event description:
The event is reported as: complaint alleged: the respiratory therapist was changing over from a hme to humidification with the heated wire circuit. As he disconnected the wye from the hme, numerous rubber fragments were ejected from the circuit. The ventilator circuit had been on a pt for approx 24 hours. The circuit was changed after it was inspected. There was no apparent harm to the pt. No pt injury reported.

Manufacturer narrative:
Assembly process and mfg procedure were reviewed and no findings that can potentially relate to the reported issue were found. A device history report (DHR) could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. The component involved according to the customer complaint description it could be the silicone o ring. The log did not show issues that could be related to the customer complaint related with the part number or product. Based on the log of the complaints database no similar complaints has been received. Assembly process was reviewed and no findings relate to the reported issue were detected.